Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were trying a bladder stimulator trial device from axonics and they turned the stimulation up yesterday. Patient stated that the stimulation triggered their neuropathic pain so they turned the stimulation down again, however they still had incredibly bad neuropathic pain. Patient asked if the bladder stimulator from axonics could do any damage to their spinal cord stimulation device. Agent reviewed information with the pt and redirected pt to their healthcare providers to further address the issue. Patient called back reporting they feel their neurostimulator was no longer working and they would like to have their rep to asses it. Pt said they were advised earlier by the previous agent to call their doctors office to know the name of their rep. Pt said their doctors office refuse to give them the phone number of the rep and they were told that the rep will call them. Patient said they were pain and the doctors office won't help them. Agent reviewed with the patient the role of rep. Agent offered to send an email to the area to request for the rep to call. Pt was not accepting this and demanding to speak to a supervisor who would give them the rep information they need and not sending email or text messages. Pt disconnected the call while trying to consult with a sup. Agent closed the call. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).